Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on radiofrequency ablation procedure with a competitor¿s generator, a pad site burn was noticed on the patient¿s back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on radiofrequency ablation procedure with a competitor¿s generator, a pad site burn was noticed on the patient¿s back.